Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 1 for an unknown alarm. When the cycler alarmed the cassette was ejected with a popping noise and fell to the floor. The patient said she had left the clamps on two unused lines open. After the cassette was ejected, fluid began to leak out of the unused lines onto the floor. Treatment was discontinued and completed manually. The patient was advised to contact her nurse. During follow up the patient's nurse reported the patient did not report the event to the clinic until (B)(6) 2017. There was no adverse event and no antibiotics were prescribed. The cassette was discarded.